Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text that the insulin pump alarm critical pump error alarm. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer was water rafting and fell out of the raft and pump alerted to rewind, then got message with red x with book across. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with partial gray display due to moisture damage on the electronic assembly. No unexpected critical pump error (open book) during testing. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to partial gray display.